Event description:
Company representative reported on behalf of the healthcare professional a deflation. Healthcare professional later reported right side "valve delaminated from shell". The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported unknown side deflation. Device has been explanted.